Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that per linda- she put her daughter in the pool once and took her out with no problem. The second time, she was lifting her up and one chain snapped, then the other snapped. She fell about a foot and scraped her face but did not lose consciousness. The chains that hook up at the bottom where the seat is were the ones that broke. They could not find the broken links. Complaint (B)(4) was entered into our system to have the lift returned for investigation. As of this writing, the unit has not been returned.